Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an ivig infusion the tubing broke in half after the line was clamped and then re-opened, while the buretrol remained attached and unaffected. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report that the tubing broke in half was confirmed. The set was received separated at the engagement between the silicone segment and the lower fitment. The retainer ring was not present however impressions were observed at the distal end of the silicone segment showing that the retainer ring had previously been in place. Further inspection under magnification did not reveal any tears, crush marks, other damage. Functional testing was not performed due to the obvious damage to the set. Dimensional testing confirmed that the affected parts were within the required specifications. The root cause of the separation could not be identified.